Event description:
A field service engineer (fse) indicated that during scheduled preventative maintenance (pm), the light scatter preamplifier (preamp) on a coulter lh 500 hematology analyzer had failed. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) indicated that there was a defective light scatter preamp sensor that caused a 0.0 reading for both diff and retic on startup. The sensor was replaced and the instrument performance was verified. The repairs were verified per established service procedures. (B)(4).